Manufacturer narrative:
No issues or nonconformance's were found and no trends were identified, no root cause could be established. As the used lens(es) directly involved in the incident were not returned to the manufacturer, it is unclear if the lens(es) involved were subject to a device failure or malfunction. The relationship between the coopervision device and the event is unconfirmed.

Event description:
The patient reports that they instilled a new lens in right (od) eye the morning and by evening were experiencing symptoms of pain, itching, and discharge. The patient sought medical treatment at the accident and injury facility and alleges they were told they had an eye infection. The patient stats they were prescribed oftaquix (levofloxacin) and advised to temporarily discontinue lens use. The patient returned for follow-up care and was advised that his eyes were better and to shorten the wear time of his contact lenses. This event is being reported in an abundance of caution due to incomplete diagnosis and lack of medical information.